Event description:
It was reported that pump touchscreen became cracked and shattered after customer fell or rolled onto pump, leaving display illegible and touchscreen unresponsive so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.